Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 to select healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon "no image" occurred due to communication failure caused by cable failure. The cause of charged coupled device (ccd) failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that before an unspecified procedure during preparation for use, the hd autoclavable camera head had no image and was completely black when plugged in. The procedure was completed with a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to bad charged coupled device. Additional evaluation findings are as follows: found stain inside on charged coupled device and failed water leak test from connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.